Event description:
It was further reported that, the lesion being treated was a calcified, 90% stenotic lesion. The reported dissection occurred in the proximal left anterior descending (lad) coronary artery and was repaired with the taxus express2 3.0/24mm stent. The pt was asymptomatic during this event and the current status is reported as 'stable'.

Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties were encountered and a vessel dissection occurred. The lesion being treated was located in the left anterior descending (lad) coronary artery. The physician successfully performed the initial rotablation pass with a 1.25 mm burr at 15,000 rpms for 26 seconds. The 1.25 mm burr was removed and replaced with the 1.75 mm burr and the second pass was successfully performed at 15,000 rpms for 20 seconds. The console was programmed into dynaglide mode and the 1.75 mm burr was noted to have stopped spinning. The console stalled and the burr became lodged in the lad lesion site. The physician attempted to maneuver the burr manually without sucess. The pt experienced symptoms of angina during this event. After 45 minutes, a 7f fl4 guide catheter with side holes was maneuvered into the lad and successfully deep-seated to the lesion site and lodged burr. The physician wrapped the proximal portion of the the shaft around his hand and pulled on it until the burr, rotawire and guide catheter were aggressively removed as a unit. A new guide catheter was then inserted and a dissection of the lad was discovered. The phyician delivered a pt2 guidewire to the site and deployed a taxus express2 3.0/32 mm stent distally and a taxus express2 3.0/24 mm stent proximally with excellent angiographic results achieved.